Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced tubing defective.the following information was provided by the initial reporter: customer mentioned that there were two instances where the tubing had an "anneurysm" in the tubing when they were infusing the two drugs.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing defective/damaged - tubing balloons could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on item number 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced tubing defective. The following information was provided by the initial reporter: customer mentioned that there were two instances where the tubing had an "anneurysm" in the tubing when they were infusing the two drugs.